Event description:
During a pvi ablation, a pericardial infusion occurred, and it was confirmed with an echocardiogram. A pericardiocentesis was done and the patient recovered. While advancing the non-(B)(6) catheter (diamond temp by medtronic), it was noted that the catheter was displayed outside the surface of the left atrium. The physician alleges the non-(B)(6) catheter (diamond temp by medtronic) is the cause of the perforation and effusion. There were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).